Event description:
Spontaneous call from pt caregiver (B)(6) re: pt's cadd legacy pump sn (B)(4). When she was changing the batteries on saturday, she noticed that the cover is cracked and when she took the batteries out, it started beeping without any batteries in it. She replaced the batteries then hooked it up to pt, and it functioned normally after that. She is requesting a new pump just in case something is wrong with this pump. No harm to pt. No further info available. Dates of use: from "(B)(6) 2014" to ongoing. Diagnosis or reason for use: i27.0.